Manufacturer narrative:
Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support - informed the ch error is related to the logic board. The customer¿s reported problem was confirmed.

Event description:
The customer reported a channel error.

Event description:
Case #: (B)(4). Case subject: npi 8100 ch error. Account name: (B)(6) medical center. Account #: 1158700. Asset name: 8100 pump module v9.17.0.22. (B)(6). Patient or user involvement: no. Patient or user harm: no. Customer reports ch error on their 8100. Customer states they do not see a ch error in the 8100 logs, but do see an air in line error. Customer asked if they should replace the air in line assembly. Informed customer they should swap with a known good part due to being an expensive guess. Also informed the ch error is related to the logic board. Due to cost, I recommended customer send in for repair. Customer agrees and will set up repair though our customer portal. Ended call.

Manufacturer narrative:
Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support - informed the ch error is related to the logic board. The customer¿s reported problem was confirmed.

Manufacturer narrative:
Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Tech support - informed the ch error is related to the logic board. The customer¿s reported problem was confirmed.

Event description:
The customer reported a channel error.